Manufacturer narrative:
It shows that the crash is due to a known bug in the operation system (os). The os rwin10 1.0 and 1.1 in e3800 cpu uses the intel graphic driver, which is not compatible with win10, causing in some occasions the driver to crash (and therefore the application) when video is displayed. The problem is fixed in os rwin10 1.2 and 2.0.

Manufacturer narrative:
The investigation shows that the crash is due to a known bug in the operation system (os). The os rwin10 1.0 and 1.1 in e3800 cpu uses the intel graphic driver, which is not compatible with win10, causing in some occasions the driver to crash (and therefore the application) when video is displayed. Using the built in vga graphics driver of os rwin10 1.2 and 2.0. Removes the issue. Radiometer has revised the risk assessment of the issue and concluded that the issue could lead to serious adverse health consequences. Based on the conclusions radiometer decided on (B)(6) 2025 to initiate a recall to upgrade all affected analyzers to os rwin10 1.2.

Manufacturer narrative:
The investigation showed that the incident was not likely to cause or contribute to a serious injury or illness upon recurrence. Hence, the currently available information does not reasonably suggest that the reported malfunction was an MDR reportable event. The date in g3 refers to the date the investigation was concluded. Radiometer became aware of the additional information through to an internal review of the case and correspondance with the FDA .

Manufacturer narrative:
B3: date of event is estimated

Event description:
According to the complaint, the brand new abl90 flex plus analyzer (sn 393-092r0452n021) was randomly shutting down during analysis and had to be rebooted. The patient was not adversely affected, but it led to delay in diagnosis.